Manufacturer narrative:
Device: manufactured 01/2008. Three samples were received and examined. The first assembly was tested with no leakage found. The second assembly was received with the male luer lock (mll) twisted off from the check valve, which prevented further testing. This damage is consistent with end user handling. The third unit leaked at the solvent bond between the mll and check valve. The device history was reviewed with no related issues noted. Smiths was able to confirm the issue for one of the three returned samples. This issue is bing reviewed with mfg personnel and is being monitored for trend. No additional action is necessary at this time. Smiths considers this MDR closed with this report.

Event description:
The reporter stated that the tubing was poorly adhered to the connector bonds. One sample had the female luer connector broken in the male luer fitting. There was no pt injury or treatment reported with this event.